Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type ii. It was reported that the patient had a lead revision in 2012 because the physician informed that the leads and the wiring "went bad". Patient stated they did not know if this is due to being in fluid. Issue was resolved after the whole system was replaced. Patient also wanted to clarify what's on the back of their new ID card.